Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. The customer will receive a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device re-boots itself approximately every 30 seconds and will not display ECG. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device re-boots itself approximately every 30 seconds and will not display ECG. There was no patient use associated with the reported event.

Manufacturer narrative:
Section e4 initial report sent to FDA of the initial medwatch report indicates: blank section e4 initial report sent to FDA of the initial medwatch report should indicate: no.

Manufacturer narrative:
Physio-control further evaluated the customer's device and determined the cause for the reported issue was due to the system pcb assembly. The customer received a replacement device. Physio-control further evaluated the removed system pcb assembly and verified the reported issue. It was determined that the system pcb assembly caused the device to continually re-boot itself, ECG could not be displayed and the device could not charge and shock; however further cause could not be determined.

Event description:
The customer contacted physio-control to report that their device re-boots itself approximately every 30 seconds and will not display ECG. There was no patient use associated with the reported event.